Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent inadvertently deployed. During preparation the 6x40x130mm innova¿ stent inadvertently deployed outside of the patient's body. The procedure was not completed due to another reason and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds).the outer sheath, middle shaft and the remainder of the device were checked for damage. The outer sheath showed a kink at the nosecone. The middle shaft showed multiple kinks. The pull rack was in the start position. The wheel lock was intact. The stent was not returned inside the device. The ops engineering team opened the handle to inspect for further damage, no further damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent inadvertently deployed. During preparation the 6x40x130mm innova stent inadvertently deployed outside of the patient's body. The procedure was not completed due to another reason and no patient complications were reported.